Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('abnormal bleeding(general)') in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included inflammation and irregular periods. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("hair loss"), gastrooesophageal reflux disease ("gi conditions/ gastrointestinal or digestive system condition type: gerd"), migraine ("migraine/ migraine/ headaches"), genital haemorrhage (seriousness criterion medically significant) and pain in extremity ("leg pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches") and hypersensitivity ("allergy: other"). At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia, alopecia, gastrooesophageal reflux disease, headache, migraine, hypersensitivity, genital haemorrhage and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pain in extremity and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted insertion date- (B)(6) 2008. Essure removed-no. If no removal planned, select reason(s) : unable to afford surgery, she also reported that in (B)(6) 2008, she implanted essure (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: reports and patient demographics and medical history were added. Added event abnormal bleeding(general), leg pain. Event updated gi conditions/ gastrointestinal or digestive system condition type: gerd (previously reported as gi conditions) and updated onset dates of events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), migraine ("migraine") and hypersensitivity ("allergy: other"). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia, alopecia, gastrointestinal disorder, headache, migraine and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted insertion date: (B)(6) 2008. Essure removed: no. If no removal planned, select reason(s): unable to afford surgery. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos replaced with migration, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), allergy (other) hair loss, gi conditions, headaches, migraine and patient did not undergoes essure confirmation test added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.